Manufacturer narrative:
The device and leads remain in service. The physician will continue to monitor the system and patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted almost five years later for reported normal battery depletion and returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator, the left ventricular (lv) lead and another manufactures right ventricular (rv) lead displayed pacing impedance measurements greater than 2000 ohms. Upon interrogation, non-sustained ventricular tachycardia events were stored which displayed noise on the rv channel. The rv lead impedance was fluctuating however the high measurements could not be reproduced with testing. It was reported that a lead revision procedure will not be performed at this time as the lv lead looked fine. No adverse patient effects were reported.